Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse reseated the lamp box and the problem was solved. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted surgical procedure, an error had appeared on the screen and the video field had been black. It was later confirmed that the video had been present but very dark. The site had power cycled the system multiple times as the initial troubleshooting step, but the issue had persisted, and the procedure had been completed using an alternate light source. It had been noted that the illuminator bulb had been replaced recently and had low usage hours. Troubleshooting had then included advising the site to reseat the bulb and verify that the bulb housing had been fully closed. The procedure was completed with no reported injury.